Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the nozzle had foreign objects. The identity of the foreign object and why it remained in the device could not be determined. There was no patient involvement.

Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: iifu states the detection method in evis lucera gif/cf/pcf type 260 series operation manual IFU document no.: ge8034 rev.: 11 section: ¿chapter 3 preparation and inspection¿ IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual IFU document no.: ge8035 rev.: 12 section: ¿chapter 3 cleaning, disinfection and sterilization procedures¿ should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.